Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed through x-ray imaging.